Event description:
It was reported via a merlin.net transmission non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Recommended programming changes were not performed at this time. Device remains implanted.